Manufacturer narrative:
(B)(6).

Event description:
It was reported that the fast fix second anchor did not deploy, it got stuck in the needle. When pulled out of the handle with shaft, the second anchor and it's suture were release. The first anchor stayed and the suture was cut. Occurred during procedure, there was 30 minutes or less delay and a back-up device was available.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: "it was reported that the fast fix second anchor did not deploy, it got stuck in the needle. When pulled out of the handle with shaft, the second anchor and it's suture were release. The first anchor stayed and the suture was cut. T1 was removed from the patient. There was a backup device available to complete the procedure with no significant delay. No patient injuries were reported." The device was received in good condition. T1, t2 and suture were not returned. The depth limiter was attached and fully retracted. Functional test indicated that the actuator and sleeve did not snap automatically back into location. This is consistent with a device that has been twisted and flexed but no permanent bending of the needle remains. No root cause related to the manufacturing process was confirmed.